Event description:
Customer informed our service department on the 8th of december that one of our products was involved in a case where a laceration occured.

Manufacturer narrative:
As the device did not show any deviation that could cause the reported incident, we suspect that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The interval of the supplier maintenance was exceeded by more than 2 years by the customer. Due to this circumstance, we cannot exclude that the deviations found are the result of normal wear and tear and could have been detected during annual maintenance.